Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim.  Due to the ongoing litigation, no additional information is available at this time.  If additional information is received it will be reported on a supplemental report. Device not available.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2014 the patient was implanted with a titanium acetabular cup on his left hip and after a period of time after implantation began experiencing discomfort. Allegedly a (B)(6) 2017 x-ray revealed acetabular loosening and a change in position from previous x-rays, as well as some remodeling of the medial wall consistent with early protrusion. He was taken back for revision surgery on (B)(6) 2017.